Manufacturer narrative:
The consumer stated there was no visual defect in the u by kotex regular product prior to use. She is confident that all pieces have been removed and did not seek medical attention. An assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. A root cause could not be determined. The complaint could not be confirmed. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. We will provide follow up if additional information becomes available.

Event description:
The consumer stated she is a new user of the u by kotex sleek regular. When attempting to remove the tampon the end of the tampon broke away. The string stayed intact to the rest of the tampon. She feels she was able to remove all the pieces and did not seek medical attention.